Manufacturer narrative:
Additional information: d10, h3, h6 as received, a complete lead was returned in two pieces with the helix retracted clogged with blood. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of procedural damage. After cleaning the helix and applying torque to the inner coil at short length, the helix could be extended and retracted. The full measured helix extension length was within specification. The reported events of noise and lead dislodgement were not confirmed.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that there was an appropriate shock therapy delivered by the device. Following the therapy, there were episodes of noise noted on the right ventricular (rv) lead. Diagnostic imaging was performed, and there was dislodgement noted. The lead was explanted and replaced, and the patient was stable with no consequences.